Event description:
Prior implantation, physician reported a collagen peel off on the inside of the graft. After removal the peeled off particles, the graft was implanted. There was no reported pt injury. The physician indicated that the event was of no clinical consequences to the patient.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Eval summary: method: the foreign particles were returned to the MFR in a sealed container. Visual examination confirmed that there were thin collagen particles. A product coated on the same period than the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The grafts were handled with precaution. The inspection evidenced that the product is soft to the touch. The graft was cut lengthwise in order to inspect the inside of the graft: no damage or collagen peel off was observed. Results: a review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on six grafts coated the same day than the complaint device, indicated values well within product specifications and no poor collagen adherence was noticed. Conclusion: no conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.